Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to damage to the charged coupled device unit (ccd). In addition, evaluation found the following: there were scratches on the bending section cover, universal cord and video cable; the adhesive on bending section cover was chipped; the indication on light guide connector was not correct; the universal cord was dented, and the video connector was deformed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the videoscope image was cloudy (looks whitish). The therapeutic procedure was completed using a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can presume it was due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 3 ¿preparation and inspection¿ section 3.6 ¿inspection of the endoscopic system¿ inspection of the endoscopic image. 1. Before inspection, wipe the objective lens using a clean, lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Olympus will continue to monitor field performance for this device.